Event description:
It was reported that a patient came to the hospital with an incarcerated hernia. Surgery was peformed on (B)(6) 2014 to remove the mesh that was previouly implanted and new strattice was implanted. The next day, the patient became septic and passed away.

Event description:
Additional information was received on 12/10/2014 after lifecell submission of medwatch. A (B)(6) male presented to the hospital emergency center on (B)(6) 2014 complaining of abdominal pain with bloating and reported two episodes of induced vomiting with no diarrhea. Patient had bulge in upper abdomen for years and is now larger. An abdomen/pelvic CT scan was performed which revealed small bowel obstruction, with air and fluid filled area of peritoneal cavity consistent with gangrenous small bowel segment with ischemia. Patient received pre op antibiotics and underwent exploratory laparotomy, extensive lysis of adhesions, small bowel resection and repair of complex ventral incisional hernia with bilateral component separation mycutaneous flap release and biologic mesh repair. Surgical pathology revealed ischemic bowel consistent with gangrene (clinically strangulated, hernia); identification of perforation identified with no evidence of malignancy seen. The patient was extubated, transferred to pacu, and then to the ICU and received broad spectrum antibiotics post op. He then developed hypotension, oliguria, tachycardia, acute respiratory distress, and acute renal failure all thought to be a result of non-oliguric sepsis. On the evening of post op day 1, patient arrested, coded, intubated, and resuscitated unsuccessfully for 22 minutes. Cause of death: cardiopulmonary arrest due to sepsis due to renal failure due to bowel perforation.

Manufacturer narrative:
The internal investigation into complaint related device included the following: the product met acceptance criteria for qc release. The processing records indicate the lot was irradiated within process parameters. Dose audit for the sterilization process was acceptable for the lot. Results of bacterial endotoxins testing were acceptable. There were no nonconformance or deviations observed during batch record review related to the event reported. -the distribution/implantation history records for reported lot revealed that there were (B)(4) devices have been distributed, including (B)(4) reported as implanted. -as per query of complaint management database, no other complaints related to the reported event have been reported to lifecell for lot sp100102. Based on internal investigation into the reported lot (no complaints reported for the lot, review of batch processing records for dose audit results, sterilization records, bacterial endotoxin results, mechanical testing) and patient previous medical history (pre-existing bulge in upper abdomen, multiple complex hernias of the upper abdomen, surgical history of status post laparotomy for infected bowel, possible obstruction, and perforated viscus) the event is highly unlikely related to the strattice. Patient developed hypotension, oliguria, tachycardia, acute respiratory distress, and acute renal failure all thought to be a result of non-oliguric sepsis post-operatively. Patient had cardiopulmonary arrest due to sepsis due to renal failure due to bowel perforation as reported as the cause of death reported by the hospital facility.

Manufacturer narrative:
Lifecell contacted the initial reporter muliple times. To date, there is no further information available.